Event description:
It was reported that a death occurred. A percutaneous transluminal coronary angioplasty was performed on the left anterior descending artery (lad). There was 90% ostial stenosis followed by total occlusion of the lad after the 1st diagonal. A 38 x 3.50 promus elite stent was deployed to treat the lesion. Afterward, no flow in the diagonal and progressive hypotension occurred and the patient could not be revived. The physician did not consider the device or procedure to have contributed to the patient death.